Event description:
A customer reported via webform that the adc device detached prematurely and also caused bleeding after device insertion. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness and were provided either fruit juice, sugar, and/or food by a non-healthcare professional for treatment. No further information was reported.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via webform that the adc device detached prematurely and also caused bleeding after device insertion. The customer indicated that due to this, they experienced a seizure and/or a loss of consciousness and were provided either fruit juice, sugar, and/or food by a non-healthcare professional for treatment. No further information was reported.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section h-10 was incorrectly documented in the previous initial report. Section h-10 has been updated.